Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient turned the device up so high that he was not able to turn it off himself and neither was the physician and they were unable to adjust stimulation. The patient also reported that stimulation was changing to levels that were too high all by itself as well as it turned ¿off¿ by itself. Impedance testing and reprogramming were performed. High impedances of a non-specified value were reported. The patient also reported a shocking/jolting sensation, overstimulation, uncomfortable stimulation, and lack of stimulation at an unknown location. It was unknown what the cause of the issue was or if the issue was resolved. At the time of the report the patient was alive with no injury. The manufacturer¿s representative (rep) further noted that they checked the patient¿s device and he had a few elevated lead impedance values, but didn¿t remember which contact. The rep. Was able to reprogram the patient¿s device and he still had good pain coverage. The rep. Did not believe that was what was causing the shocking and jolting. The patient reported the shocking sensation was positional and that stimulation would go from two to four volts. When the rep. Checked the patient¿s adaptivestim it was noted that¿s what their settings were. Adaptivestim was turned off and the patient was advised to call if there were further problems. The rep. Had not heard anything further from the patient since the day of the report when adaptivestim was turned off.